Manufacturer narrative:
Evaluation summary: no problem identified with implant. Pt suffers from perthes disease which is a type of condition contra-indicated for this device.

Event description:
Pt was revised approx 8 years after implantation, due to femoral component loosening.